Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3037, serial#: (B)(4), product type: programmer, patient.

Event description:
A patient reported they had experienced a loss or change in therapy. The patient stated she could not get the stimulator to work. The patient stated she was going to the bathroom so many times a day. The patient did not feel stimulation and therapy was on. The patient was on program 3 at 0.4 volts. There were no electromagnetic interference (emi) or procedures that could be related to the issue. There were no traumas or falls that could be related to the issue. The patient increased stimulation, the patient was on program 3 and increased to 3.0 volts. It was noted the patient felt stimulation in the right location, but it was too high and uncomfortable so the patient decreased to 2.4 volts. The patient stated she was getting poor communication on the patient programmer when using the antenna. The patient confirmed the antenna was secured with synced with the ins and the issue was resolved. It was note the patient had to try several times before it worked. It was noted the patient had to reposition the antenna until she got it to connect. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.